Event description:
It was reported that post-operatively the patient's right ventricular (rv) lead dislodged with evidence of noise. Interrogation revealed decreased r waves and an increase in ventricular pacing threshold. Dislodgment was confirmed by x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).